Event description:
It was reported that the patient presented for a valve replacement procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged. Post-procedure, it was also noted that the right atrial (ra) lead exhibited unspecified capture issue. The rv lead and ra lead were capped on (B)(6) 2026. The existing pacemaker was explanted and replaced with an aveir dr system. Patient condition was stable.